Event description:
The power supply for the ventilator in question created an electrical fire. It appears that the input line voltage wire was crimped by the charger's case during assembly. A possible reason for this occurrence is the oversight of a tie wrap that is supposed to be installed in order to hold the wire in place preventing it from being crimped. The complainant suspects that lack of a cable tie may have allowed the cable to be crimped during assembly and consequently causing a short in the cable wire. However, it has not been determined if the unit lacked the proper tie when shipped or a biomedical person cut off the tie during assembly. Other units checked did not reveal this problem. Recommendations and/or additional remarks: contact manufacturer and other organizations using this power supply - determine if there have been similar occurrences. No damage to the ventilator was noted. Power supply plastic case received extensive damage. 20 amp circuit breaker tripped removing power - no fire extinguishment was requirement. Action taken: unit removed from service pending investigation and repair. A random survey of 20 additional power supplies was conducted. No similar discrepancies have been noted.